Manufacturer narrative:
Follow-up #1: date of submission: 01/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: no moisture observed behind display lens. Crack in pump case between top right corner of display lens and case seal. Performed leak test; test failed due to leak in pump case mentioned previously. Opened pump; evidence of moisture on battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.